Manufacturer narrative:
This report includes information previously submitted as part of the alternative summary report filed on 7.25.2017 by medtronic under asr reporting authorization number e1997043, in addition to supplemental analysis and investigation, information subsequently received by medtronic. Product analysis: upon receipt at medtronic¿s quality laboratory, the valve appeared distorted, oval shaped with the stent posts deflected. The valve showed sewing cloth and bias cloth damage revealing the stent and manufacturing sutures which likely occurred during explant. All leaflets were in the closed position. The left and right cusps were prolapsed with part of their free margin and lunula of the right on the same plane as the coaptive ridge of the non-coronary cusp. All leaflets were slightly stiff but flexible. The left and right cusps were prolapsed. This appeared to be associated with the dehisced left right commissure which pushed the leaflets together resulting in leaflet prolapse of both cusps. Due to the prolapse, it appeared that the leaflets were overcrowded or bunched up together. From a side view, the left and right cusps billowed above the sewing ring. This was associated with the dehisced commissure which pushed the leaflets together resulting in prolapsed cusps. The left cusp lunula was unrolled and it showed that it exhibited tissue degeneration/tears at both commissures. A hole/abrasion through the left cusp was observed which appeared to be due to contact with the bias cloth along the left right stent post. The right non-coronary commissure was intact. The left right commissure was dehisced possibly related to separation of the layers of aortic wall behind the commissure. One partially visible suture holding the aortic wall to the stent post appeared intact. The condition of the other sutures holding the aortic wall to the stent post cannot be observed. The left coronary was torn/degenerated at the left non-coronary commissure. Remnants of pannus remained attached to the sewing ring on the outflow and inflow. Pannus was observed on the non-coronary cusp margin of attachment (inflow) encroaching to the leaflet and into the inferior coaptation area between the left cusp and non-coronary cusp. Pannus was observed on top of the dehisced left right commissure. An unknown amount of pannus appeared to have been removed during explant. Radiography showed calcification in the detached left right commissure with traces of calcification on the right cusp free margin. Conclusion: based on the information received and the analysis results, the commissure dehiscence is most likely found to be due to pannus overgrowth and calcification. The commissure dehiscence then led to the reported regurgitation. Pannus overgrowth and calcification have been an inherent risk of surgical valve replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 11 years 5 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced due to regurgitation. No other adverse patient effects were reported.